Event description:
It was reported that the patient was in (B)(6) and fell while getting out of a truck, and his back got caught on the panel and "jerked" the catheter. The patient had to go in for a catheter replacement in 2005 or 2006. Additional information was requested to determine patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).